Event description:
Nurse at medical center was stuck while using a safety-lok blood collection set. Nurse was drawing blood from a pt using a syringe and blood collection set. After blood was collected, nurse applied pressure to the site. With the same hand nurse was holding a tube between the forefinger and thumb. Nurse tried to innoculate the tube with the needle of the safety-lok blood collection set and stuck the other hand. Nurse is being seen by employee health service and being treated.